Manufacturer narrative:
Corrected data: d9. Updated fields: b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d10, h11. This report is being submitted as in the previous MDR report number - 2249723-2025-0002910, the field d9 was mentioned instead of d10 in the h11. Updated fields: b4, g3, g6, h2.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). Due to character limit in the e1 section, the full event site address is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reeported by customer that during use, that the cs300 intra aortic balloon pump had displayed alrm balloon failure to inflate and replaced it with another device. There was no injury.

Manufacturer narrative:
Updated fields: b4, d9, e1- initial reporter name, g1-contact person at mfg site, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The cause of the equipment failure was detected. The manifold drive, safety disk assy , kit 5000 hr prevent maintenance were replaced. The safety disk and maintenance kit were replaced due to expiry, the equipment passed all performance and safety index tests specified by the factory and can be used in clinical.

Event description:
N/a.